Manufacturer narrative:
Sections h6 and h11 were updated. Internal complaint reference: (B)(4). Section h11. The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, approximately six years after the initial revision, a second revision was performed in june 2024 to replace the worn insert and patella in an effort to improve joint stability. The reported need for better stabilization, along with observed wear, suggests a possible unresolved flexion/extension gap imbalance from the first revision; however, this cannot be confirmed due to the lack of operative notes or imaging from the second procedure. Other contributing factors such as ligament laxity, component maltracking, or loosening remain possible, particularly in light of the april 2024 bone scan showing mild persistent uptake at the femoral stem tip. The specific femoral component used remains unidentified, and while the full patient impact is unclear, a brief recovery period following the revision would generally be expected. For the insert and the patella, a review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that in possible adverse effects that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. Additionally, revealed that looseness of components as a result from trauma, improper implant positioning, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka revision surgery was performed in 2018, a worn gns ii con ins sz7-8 15 mm and a gen ii resurf patella 41 mm were replaced in (B)(6) 2024, to provide better stabilization. The patient's overall health status is unknown.